Event description:
It was reported that shortly after implant, the patient experienced a fall, and this right ventricular (rv) lead was suspected to have dislodged. An echocardiogram was later performed, and this rv lead was observed to have perforated the chest wall. A lead revision procedure was performed, and the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital and is not expected to return for analysis.

Event description:
It was reported that shortly after implant, the patient experienced a fall, and this right ventricular (rv) lead was suspected to have dislodged. An echocardiogram was later performed, and this rv lead was observed to have perforated the chest wall. A lead revision procedure was performed, and the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital and is not expected to return for analysis.